Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with c7-t1 spondylosis with spondylolisthesis. C7-t1 stenosis. C8 radiculopathy. Intractable neck and upper extremity pain. Bmi 35.6 and underwent the following procedures: anterior cervical decompression c7-t1. Anterior cervical fusion c7- t1. Placement of biomechanical interbody device at c7-t1. Application of anterior plate c6-t1. Harvest of local bone graft. Removal of anterior plate c5-c7. Exploration of fusion c5-c7. Indications: the patient had failed non-operative management and continues to be significantly symptomatic. Her symptoms produced a gait disturbance. Diagnostic studies included x-rays. These showed an anterior plate from c5-c7. There was no obvious radiolucency around any of the screws and there appeared to be good incorporation of bone from c5-c7. At c7-t1 she had complete disc space collapse with an anterolisthesis of c7 on t1 of at least 5 millimeters. Her MRI showed the most severe pathology at the c7-t1 segment where she had a generalized disc bulge and again the anterolisthesis of c7 on t1 which resulted in severe neuroforaminal narrowing. As per the op notes, ¿the longus coli was reflected laterally bilaterally to aid in exposure. The previous anterior plate from c5-c7 was identified and screws were removed followed by the plate. There was clear bridging bone across the interspaces of c5-c6 and c6-c7 confirming solid fusion at each level. Next, the c7-t1 level was addressed. A size 7x15x13 implant was inserted, which had been filled with approximately one half of a pledget of rhbmp-2. The rhbmp-2 was used in the interbody space. Some of the bone which had been removed during the decompression and preparation of endplates, which was harvested, was then placed laterally to the graft. Next an appropriately sized plate was applied anteriorly and secured with 6 screws from c6-t1. Implants were evaluated with the c-arm and felt to be acceptable.¿